Event description:
During the procedure, the coaxial set dilator did not enter the bile duct, causing the guidewire to first bend and then break; and that this led to bleeding in the liver parenchyma.